Event description:
It was reported that the impedance increased from 500 to 1500 ohms, and threshold increased from 0.75 volts to 2 volts @ 0.4 ms. It was also reported that there was a possible lead fracture. It was further reported that there was high impedance and no capture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.